Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. Visual and microscopic inspection and functional testing were performed on the returned device. During the post-decontamination visual and microscopic inspections, the verrata wire was observed to have a slight bend at 145mm and at 185mm from the proximal end of the wire. Minor bends were discovered along the hypotube of the wire. Corrosion was found on the proximal, middle, and distal conductive band solder joints. The dome was discovered to be corroded away. Yellow and white residue was found on the sensor housing, the sensor was found lowered into the sensor housing. Scuffing of the ptfe coating was found along the hypotube of the wire. The wire was inserted into the catheter returned with device and was able to be inserted and removed without resistance. During functional testing, the reported failure was not duplicated. The guide wire was inserted into the wire bend test fixture. The labs known good torque device was then tightened and rotated in ¼ turn increments counterclockwise. Rotation successfully propagated through the wire to the tip. Applied torque yielded successful rotation of the tip. The device passed the guidewire bend test. It is possible that there was a problem with the torque device that was not returned. However, since the failure could not be duplicated, we cannot determine the probable cause. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported during a right coronary artery (rca) procedure, after the measurement was completed, the wire temporarily stuck and could not be removed. Resistance was felt when the wire was pulled and then removed as one system with the goodman 5fr angiographic catheter. The wire was inspected prior to use and no damage was observed. All portions of the device appeared to be accounted for when removed from the patient. No additional medical or surgical intervention was required. Treatment was completed by this procedure. There were no adverse events and no harm to patient. Patient was discharged as expected in stable condition. All reasonably known patient information is included in this report.